Event description:
A patient reported blood glucose results of "78 mg/dl" with a lifescan meter and "112 mg/dl" on a laboratory device, performed between 11-20 minutes of each other. The meter, test strips and control solution were replaced.